Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet system presented a dosing stops soon alert associated with a dexcom g6 continuous glucose monitor (cgm) sensor that failed to pair, resulting in an intermittent communication failure between the cgm and the system; the sensor reconnected without troubleshooting approximately two hours after the start, and the user's glucose peaked at 193 mg/dl following the disconnection. Symptoms included hyperglycemia with no associated clinical symptoms. Outcomes included no health consequences or impact. User support included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem between the ilet and the dexcom g6 consistent with intermittent communication failure, with the antenna and electrical/magnetic components considered as involved device elements. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.